Manufacturer narrative:
H11: h3, h6: the device was received; however, a physical evaluation was not possible as the product was inadvertently misplaced. An analysis of the customer provided images revealed that one image shows the package with its corresponding labeling. The part and lot numbers match the reported device. The other images show that the suture capture is detached from the jaw. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include (1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during an acl and let procedure, the firstpass mini was used to pass suture through the posterior lateral meniscus near the root due to a complex tear involving a horizontal and radial tear characteristics. After throwing a series of circumferential stitches around the meniscus, the upper jaw suture snare broke off in the joint. All components were quickly retrieved out of the joint using graspers. Surgery was completed with the same reported device. There was a surgical delay of less than 5 minutes, and no further complications were reported. The patient is recovering normally.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).